Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient had an implantable neurostimulator that was "not working". No patient symptoms, treatment, or outcome was reported. Additional information has been requested, but was not available as of the date of this report.